Event description:
The caller states the product leaked air during pt use. The location of the leak had not been identified, but the caller assumed it was pilot balloon-related. The caller reported the trach was in use for a little over a week, and the issue required recannulation of a replacement tube that was not a part of routine trach changing.

Manufacturer narrative:
The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.